Event description:
It was reported that the paramedics have been called to the residence numerous times due to low blood glucose. The paramedics treat with manual injections. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected four opened or used sensors. Performed bicarbonate buffer test and one of the sensor failed due to low readings. Remaining three sensors passed with accurate readings.